Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that he have to remove the dental implant during its installation surgery because the torque wrench broke off into implant. There is no information about implant replacement in the same surgical act.